Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-52 lead, implanted: (B)(6) 1997.

Event description:
It was reported that there was high threshold, oversensing, and low impedance. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.